Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported shaft separation was confirmed. However, the failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a femoral artery access approach during a procedure of the heavily calcified, 100% stenosed, de novo mid left anterior descending (lad)artery, the patient presented with angina. After diagnostic angiogram, a 3.0 x 15 mm xience prime stent delivery system (sds) was advanced and could not cross the lesion. The device was removed without reported issue and a 2.5 x 15 mm multilink mini vision sds was attempted, but the shaft was broken while failing to cross the lesion. The procedure was abandoned. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.